Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the initial inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported.